Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, g1, h6.

Event description:
Patient report additionally reported it "hurts".

Manufacturer narrative:
The event of seroma late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma late.

Event description:
Patient reported left side "water accumulation underneath device." Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, flat creases, yellow particles on shell. And was observed after autoclave cycle: cloudy gel and bubbles in gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.